Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient had a lead that no longer worked. The patient had 4 leads and one of them didn't work anymore. This happened in (B)(6) 2015. It was later reported that the lead was turned off and had not been used. It was done by a representative at the doctor's office. There was no trauma or falls that were related to this issue. The allegation of the lead no longer works was not related to positional movement and no medical or electromagnetic interference environmental exposure was reported. No specific symptoms or events were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome.